Event description:
It is reported the patient noticed a cyst in the shoulder and was evaluated in the office. Pain was noted. The patient then underwent an irrigation and debridement on (B)(6). On (B)(6), the patient was evaluated and reported increased redness and pain. Then on (B)(6) the surgeon performed another irrigation and debridement, before removing the shoulder devices.

Manufacturer narrative:
Evaluation summary: no photos or devices were supplied therefore a determination on the condition of the implants cannot be made. Review of the operative notes does not indicate anything out of the ordinary. The provided x-rays show a well fixed reverse implant. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.